Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was in abdominal wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("stabbing pain"), abdominal rigidity ("spasms") and abdominal distension ("severe bloating"). At the time of the report, the device dislocation, abdominal pain, abdominal rigidity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal rigidity and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, abdominal rigidity, abdominal distension, abdominal rigidity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was in abdominal wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("stabbing pain"), abdominal rigidity ("spasms") and abdominal distension ("severe bloating"). At the time of the report, the device dislocation, abdominal pain, abdominal rigidity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal rigidity and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, abdominal rigidity, abdominal distension, abdominal rigidity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.